Event description:
It was reported that the anesthesia workstation failed the system checkout due to the pressure being out of range. There was no patient involvement. Manufacturers ref. (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer. The reported failure was reproduced and the fresh gas pressure transducer pcb was found faulty. It was replaced which solved the reported failure. The pressure transducer pcb has not been returned for investigation. Evaluation of the received device logs confirmed the reported system check out failure. The pressure transducer test failed due to the zero pressure offset being outside defined intervals for the fresh gas pressure transducer pcb (drifted more than +/-300 mv from factory default). Measured zero pressure offset was around 1.6 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 volt. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by the faulty fresh gas pressure transducer pcb but the root cause of the pressure transducer pcb failure has not been determined.

Event description:
Manufacturer's reference #: (B)(4).